Event description:
A pump declared alarm 20 during the loading process, which did not adversely impact the customer's blood glucose level. Cts decided to replace the pump since it was under warranty, and the customer was advised to use multiple daily injections (mdi) as a backup to ensure insulin delivery was not interrupted. The customer was instructed to put the pump into storage mode before returning it with a pre-paid label within ten days and acknowledged understanding of these instructions.